Event description:
On (B)(6) 2015, I was diagnosed with allergic rhinitis as a result of using the philips CPAP machine. I was experiencing uncontrolled sneezing, excessive water drainage from my nose and irritated eyes. I stopped using the CPAP machine and eventually switched to a mouthguard piece. I still suffer from allergic rhinitis but not as bad as when I was using the CPAP. On (B)(6) 2022, I contacted sedgwick to let them know I no longer use or have a CPAP machine. I let the person know that I disposed of it back in 2015, as I could not use it anymore.